Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were not detected on the bus. A field service engineer (fse) reseated the row board connections on each drawer, checked drawer for any debris and tested functionality in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the drawer, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.